Event description:
It was reported by the rep that when (2) atb45 and (1) atw45 devices were used during a laparoscopic splenectomy, across vessels at the hiatus of the spleen, the devices would not fire completely. The jaws of the instruments could be closed, but the devices would not fire. The case was completed, with no consequence to the patient, by using a fourth device. Additional information provided : there was no articulation used with the endo cutter.